Event description:
Pulse oximetry cable/probe MFR forwarded info received from an end-user describing an incident of a pt receiving a burn from a pulse oximetry probe used with a marquette pulse oximetry module. Pt's injury was treated with ice and pt released. Investigation by cable/probe MFR found a short in the cable. Marquette investigation revealed cable/probe does not contain current limiting protection causing the probe to overheat when shorted.